Event description:
It was reported that during a port placement procedure, the port was allegedly could not be aspirated. It was further reported that when pulled back on the syringe, it allegedly pulled air. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport, a cath-lock and a catheter was returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. Aspiration was attempted again and was successful as water fully returned within the attached in-house syringe. Therefore the investigation is inconclusive for the reported aspiration and air in device issues as there were no aspiration issue or air in the device was identified during evaluation and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the port was allegedly could not be aspirated. It was further reported that when pulled back on the syringe, it allegedly pulled air. The procedure was completed using another device. There was no reported patient injury.